Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported her infusion device is giving her problems. Patient stated a few days ago the up/down button plastic cover on the infusion device has been broken and now all of the buttons, including the menu and check buttons are not working. Patient reported the infusion device is giving an e8 (power interrupt) alarm. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.